Manufacturer narrative:
Adverse event forms have been received from the clinical site indicating that the reported adverse event is neither device nor procedure related, as deemed by the study investigator. There have been no indication that any other medical professional deemed this event to be device or procedure relate thus we consider that report 1020279-2017-00016 should be disregarded.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to us through retrospective clinical trial that a revision surgery occured due to recurrent dislocation of the left hip. Study investigator deemed the ae as not related to study device nor study procedure. Outcome: recovered/resolved.

Manufacturer narrative:
Additional information was communicated to us via email from the investigation site: "per dr. (B)(6), the re-revision was related to the fact that the patient had excessive acetabular aversion and adductor insufficiency from previous surgery. Not related to the implant."